Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. The day before the event the patient had a low reading on her cgm device and the caretaker called the patients doctor, who advised to give her juice to elevate the reading. The caretaker gave the patient juice every 15 minutes when they received a low alarm. According to the caretaker the low alarm continued for approximately 12-14 hours. There was no bg reading available from this day. That same night the patient experienced, starting to feel sick, body pain, headaches, could not walk, patient was just lying there, was incoherent and delirious, and vomiting. The day after the caretaker and her husband brought the patient to the emergency room, the cgm reading was still low, and the blood glucose reading was 1500 mg/dl. The patient was admitted to the intensive care unit (ICU) right away and was discharged 2 days after the event date, in a stable condition. It is reported that the patient received an unspecified amount of insulin and morphine for the body pain, provided by the nurse of the ICU. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. Health effect - clinical code - code 4581, e2402 selected as there is no code available for being incoherent and delirious.